Event description:
It was reported that a shaft fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified heart. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the shaft was fractured. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination revealed a complete break in the hypotube of the device. The break was located at approximately 19.1cm distal of the strain relief. The hypotube was also noted to be kinked at more than one location. A visual examination identified that the balloon was in a deflated state with solidified blood and media within the balloon material. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified heart. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the shaft was fractured. The device was simply pulled out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.